Event description:
During a ptca/stenting treatment procedure the nir elite balloon ruptured at 4 atm's on the initial inflation. The patient was asymptomatic during this event. The lesion beging treated was located in an unspecified coronary artery. It is unknown if the lesion was predilated. The nir elite baloon catheter was removed and replaced with another nir elite balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.